Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump prompted customer to fill tubing twice. Customer's blood glucose was 75 mg/dl. Reportedly, customer was able to reload cartridge and resume insulin therapy.